Manufacturer narrative:
(B)(4).

Event description:
The patient stated that she received erroneous results when testing with coaguchek xs meter (B)(4). At 8:43 a.m., the patient tested a sample with the meter and the result was 6.0 inr. At 8:48 a.m., the customer obtained a sample from a different finger and tested it with the meter, resulting as 6.0 inr. Based on the high meter results, the patient had a sample collected at 3 p.m. And tested in the laboratory using the dade innovin method, resulting as 4.5 inr. After more than seven hours of obtaining the meter measurements, but less than 7 hours after obtaining the laboratory result, the patient tested a sample on the meter, resulting as 4.4 inr. The doctor used the laboratory value of 4.5 inr to dose the patient's coumadin medication. The patient was told to hold the coumadin medication. On (B)(6) 2017, the patient stated that she had been off of the coumadin medication for 2 days and she had a sample result as 1.6 inr when tested on the meter. The patient stated that she has been off the coumadin medication before, but her inr has never dropped this much before. The patient stated that she previously had high inr results when testing with alere's inr ratio meter and at that time, she was having problems with her kidneys. She is currently not having any problems with her kidneys, but has the high results with the coaguchek xs meter. No adverse events were alleged to have occurred with the patient. The patient's therapeutic range is 2.5 - 3.5 inr. The patient is not anemic and does not have antiphospholipid antibodies. The patient has had no bleeding or bruising. The patient is not taking heparin or direct thrombin inhibitors. The patient's coumadin dosage has not been changed based on results from the meter. The patient has had no diet changes. The patient has recently had a cold, but has had no additional illnesses. The patient's product was requested for investigation and replacement product was sent to the patient. Relevant retention test strips (lot 186864) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were within specifications. The patient's meter was returned for investigation where it was tested in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor 1 inr: 2.5 inr, donor 1 hct: 38%; donor 2 inr: 2.8 inr, donor 2 hct: 44%. Testing results: donor #1: master lot and retention meter: 2.5 inr, customer meter & masterlot strips: 2.4 inr. Donor #2: master lot and retention meter: 2.8 inr, customer meter & masterlot strips: 2.7 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. None of the treatments/medications provided to the patient are currently known to interfere with the accuracy of the test results.

Manufacturer narrative:
The customer's test strips were returned for investigation. The returned strips were tested on a retention meter in comparison to another retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor 1 inr: 2.6 inr, donor 2 int: 2.7 inr. Donor 1 hct: 41%, donor 2 hct: 50%. Testing results: donor #1: master lot: 2.6 inr, customer strip and retention meter: 2.6 inr. Donor #2: master lot: 2.6 inr, customer strip and retention meter: 2.6 inr. All inr values were within the specified maximum difference between measurements. The patient samples were always identified as blood. No error messages occurred. The returned material and the retention material meet specifications.